Manufacturer narrative:
Leak (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 61mm diameter abdominal aortic aneurysm. It was reported during the index procedure while deploying the bifurcate stent graft the physician was unable to cannulate the gate. The physician elected to convert and implant an aui and perform a fem-fem bypass. A type iii separation endoleak between the bifurcate and aui was identified at the end of the procedure. Per the physician the cause of the event was due to the gate of the bifurcate stent graft was placed in the incorrect position and the upper part of the bifurcate gate was compressed and therefore could not be cannulated. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.